Event description:
It was reported that the patient with this leadless pacemaker and subcutaneous implantable cardioverter defibrillator system aborted anti-tachycardia pacing (atp) due to inappropriate sensing of non-physiological signals. As the atp was not delivered it was determined that they would continue to monitor and check in at the next scheduled appointment with device interrogation. Additional information received indicates that this s-ICD system exhibited oversensing, leading to inappropriate electric shock. It was noted that the inappropriate shock caused emotional and mental distress. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this leadless pacemaker and subcutaneous implantable cardioverter defibrillator system aborted anti-tachycardia pacing (atp) due to inappropriate sensing of non-physiological signals. As the atp was not delivered it was determined that they would continue to monitor and check in at the next scheduled appointment with device interrogation. Additional information received indicates that this s-ICD system exhibited oversensing, leading to inappropriate electric shock. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.